Event description:
The two end labels (one a barcode and the other a text label) do not match. One label reads 1219-28-456; lot vn4a71022 (barcode label). The actual product is a 1220-32-152; lot number vn9f11022 (which is on the text label).